Event description:
A customer reported a cartridge alarm 31 on their pump. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.